Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that insulin leaked out of the reservoir into the reservoir compartment during a bolus delivery. During troubleshooting, the customer reported receiving a failed battery test and a battery out limit alarm; the alarms were explained to the customer. Button error was not in the alarm history at the time of the moisture exposure. Blood glucose value was 132 mg/dl. The insulin pump passed the self-test. The insulin pump was not replaced or returned for analysis.